Event description:
Same case as MDR ID 2134265-2013-09123. It was reported that the patient experienced chest pain. In (B)(6) 2012, a promus element plus coronary drug eluting stent was implanted in the aortosaphenous vein graft to the right coronary artery main trunk. In (B)(6) 2013, the patient presented with unstable angina and a 95% in-stent restenosis was noted. The patient was treated with percutaneous transluminal coronary angioplasty. A right bypass catheter was utilized as guide for the vein graft. It was cannulated and subsequently a filter wire was advanced through the previously implanted promus element plus without difficulty and deployed. Over that was advanced the 4.0x10 flextome cutting balloon, however, the patient experienced chest pain with the inflation of the cutting balloon. A number of inflations were performed with the maximum inflation of 12 atmospheres. The cutting balloon was then removed as there was no significant improvement.. The physician decided to proceed with thrombectomy. The patient had a permanent pacemaker and this was adjusted at higher outputs. The pacemaker was interrogated and reprogrammed, as the patients thresholds were higher with the use of thrombectomy causing brief noncapture while thrombectomy was being utilized only for a few complexes. The filter wire had to be removed given it was causing an obstruction with the material that had gone downstream, and in fact the entire assembly had to be removed and a new filter wire placed through the opening of the stent and placed once again distally to the stent within the graft. The thrombectomy catheter was advanced once again over the filter wire and once it achieved the stent, it collapsed the stent.. The thrombectomy catheter was removed and a retrieval sheath for the filter wire was obtained. Manipulation of the filter wire caused the stent to proceed inferiorly into the graft. Then the retrieval sheath was able to be advanced across the opening of the stent, even though the stent had collapsed longitudinally. There were attempts initially to see if the filter wire would be able to position the stent in the more longitudinal position. The filter wire was subsequently removed and a gooseneck micro snare kit was obtained. This was advanced into the proximal portion of the aortosaphenous vein graft and subsequently the guide catheter was advanced into the graft with good support. The stent was then snared and advanced superiorly to the aortic anastomosis with the graft and being that this area was narrow, there was difficulty in removing the stent from this area and subsequently it was capable of being removed and was advanced to the sheath in the femoral artery. A vascular consultation was obtained. The snare was still secure on the stent and the physician decided to pull the assembly through the skin. Pressure was applied over the right femoral site and the patient was discontinued from angiomax but continued on integrillin. There was good hemostasis and no hematoma detected. Final views of the aortosaphenous vein graft revealed some irregularity where the stent had been, but no significant obstruction lesion seen. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).